Event description:
A female who had calcification and stenosis of both external iliac arteries underwent aaa repair in 2008. The main body was introduced via the left side but the delivery system did not go up. The physician dilated the ipsilateral artery with a pta balloon (7mm-8mm) but was not able to advance the delivery system. Then the delivery system was inserted from the right side but again the delivery system did not go up. Pta was performed in the contralateral limb, with no resolution of the problem. Pta was performed with cutting balloons in the narrowed area of the left external iliac artery. After that, angiography revealed a rupture of the left external artery. Damaged areas were clamped in open surgery and the main body was introduced via the left common iliac artery. Upon completion of graft placement, the ruptured vessel was repaired by replacing it with a prosthesis. Pt is recovering.

Manufacturer narrative:
Event evaluation - still under investigation.